Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity in both eyes (ou) at a 4 month post-operative exam. A brief description from the surgery center indicated that the patient had transient light sensitivity. The sans corrected visual acuity (scva) was 20/20 on both eyes. The patient's comment was that there was light sensitivity especially in the morning even with sunglasses on. Pred forte (pf) 1%, (topical steroids) was increased and then gradually tapered. Bcva from (B)(6) 2016: right eye pre-op 20/20 -1.75 x .00 x 90. Left eye pre-op 20/20 -1.25 x .00 x 90. Bcva from (B)(6) 2016: right eye post-op 20/20 .50 x -.50 x 113. Left eye post-op 20/20 .25 x -.50 x 113.